Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced an unspecified issue between the cgm and the beta bionic ilet pancreas system. When the patient was sleeping, their caregiver reported the patient had symptoms (sweaty, non-coherent, vomiting.) The cgm value was 400 mg/dl and the bg fs value was 600 mg/dl. The caregiver thought the insulin pump was not working and administered insulin manually and contacted emergency medical services (ems). The patient was transported to the hospital and admitted for dka and treated with IV fluids and insulin. 8 days later she was discharged home in stable condition. Although requested, the caregiver declined to provider further event or patient details. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.